Manufacturer narrative:
Product complaint # (B)(4) representing surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune fb tibia was found loose during knee revision surgery. Patient with knee pain and recurrent swallowing, with x rays suggesting tibia loosening.

Manufacturer narrative:
(B)(4). Investigation summary: no device was returned depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code: 150600002, work order (B)(4) was manufactured on 07/24/2018. (B)(4) parts were manufactured per specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device was returned depuy synthes considers the investigation closed at this time. Device history lot: product code150600002, work order 8352654 was manufactured on 24 jul 2018. 10 parts were manufactured per specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Updated ad 15 nov. 2018: loosening interface of the tibial tray as received information suggests loosening at the cement/implant interface.